Event description:
On (B)(6) 2023 (B)(6) became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 21st march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Corrected b5 describe event and problem: on 21st march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Defective parts handle interface with fork - lucea 40 (ard368605998) and transparent plastic cover - lucea 40 (ard368606555) were replaced and device returned to usage. It was established that when the event occurred, the examination light did not meet its specification due to broken headlight cover resulting in missing particles, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. We can assume that the failure ratio of missing particles on lucea 10/40 devices is moderate. A root cause analysis was performed by subject matter experts and they established that: based on some internal test done by maquet sas (ref: cre 12-085 for instance), only abnormal use (violent collisions, excessive pressure¿) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the lucea product must be used according with the user manual information. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.